Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported taking longer to charge her ins 6-8 hours and seems to lose connection and at times cannot locate ins. Pt also states so sensitive takes 5-6 hours to charge. Pt stated when would wear to charge would beep and know to reposition but now does not do that. Pt reports having a lot of problems with stimulator. Pt states only holds a charge 16 hours per day. Pt states used to last day and a half. Pt states she has to keep charging back every 16 hours. Pt states ins turns off all the time so every single night works up in pain and has to turn back on and happens multiple times. Pt states she just check and has lowered to 2 or 3 and gives option to turn on stimulation. Pt states during day will turn off because will feel buzz and then will not and has pain and checks remote and says to turn back on. Pt states going on for a few months but a couple times per week and now for the past month this is consistent being multiples times per day. The issue was not resolved. A new recharger was requested.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient¿s scs ¿not working right¿ since a car accident (B)(6) 2022: scs intermittently turns off when sleeping (stimulation off message seen in the morning) despite no adjustments being made and adaptivestim not activated. In replacement surgery on (B)(6) it was noted by the doctor that he observed a silver/grey film in the ins pocket. Lead position was confirmed with x-ray, there was no migration. Impedances were normal. The cause was unknown. The patient¿s device was replaced on (B)(6) 2023.

Event description:
Additional information was received from a patient (pt). It was reported that the device was discarded when replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.